Manufacturer narrative:
The report was created to capture the complications that occurred in the article that can be found online at: dorn f, stehle s, lockau h. Endovascular treatment of acute intracerebral artery occlusions with the solitaire stent: single-centre experience with 108 recanalization procedures. Cerebrovasc dis 2012;34:70¿77. The devices involved in the event were not returned for evaluation and no correspondence has been received regarding the devices. The lot history record reviews were not possible as the lot numbers were not reported. (B)(4).

Event description:
Medtronic (covidien) received information from literature review of dorn f, stehle s, lockau h. Endovascular treatment of acute intracerebral artery occlusions with the solitaire stent: single-centre experience with 108 recanalization procedures. Cerebrovasc dis 2012;34:70¿77. One hundred four patients were treated with solitaire. Six of these patients had subarachnoid hemorrhages, and two of them were related to the solitaire. Other complications included thrombus migration to a different location in 4 patients, peri-procedural intracranial hemorrhages occurred in two patients. These two were not related to the solitaire device. Per the author, none of the patients suffered negative outcome as a result of these events. The information was received from the same article as MDR# 2029214-2015-00575.